Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "severe capsules caused implants to rupture" and "implants are hard, she is having severe pain," baker grade not specified. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "severe capsules caused implants to rupture" and "implants are hard, she is having severe pain," baker grade not specified. This record is for the left side. Device remains implanted.